Event description:
It was reported that after an interventional procedure of the left anterior descending coronary artery, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after uneventful suture deployment, the rail-suture was pulled gently coaxial to the tissue tract. The rail suture was loaded into the suture trimmer and the knot was advanced forward to the arteriotomy. The blue rail suture was securely wrapped around the left forefinger and the suture trimmer was placed under the left thumb to assume a singlehanded position. Although knot advancement to the arteriotomy was completed, as the white non-rail suture was gently pulled to tighten the knot, the entire suture pulled out from the vessel. The knot did not remain intact. Manual arterial compression and a non-abbott mechanical compression device were applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The procedure was performed under local anesthesia. The operator was reported to be in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture being pulled out of the artery during knot tightening and the knot not remaining intact was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.